Event description:
A non health care professional reported following implantation of intraocular lens (iol), the patient experienced cloudy vision. The lens was explanted in a secondary procedure. Additional information has been received and there was a quality issue with the lens that caused or contributed to the event indicating lens not centered, possible damage to haptic. The lens was exchanged with another lens model.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Patient¿s issues have been resolved. Doctor¿s prognosis was indicated as good.

Manufacturer narrative:
Patient's issues have resolved and the surgeon's prognosis is good. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) # 02 is being filed to correct the g.3 date on the supplemental report, filed earlier. Incorrect date of 22-sep-2022 is being corrected to 11-nov-2022. The manufacturer internal reference number is: (B)(4).